Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons are harder to press. The customer's blood glucose was unknown. The customer also stated about scratches on the display, diminished battery life, had a low reservoir as well as the insulin pump did not give an alert. The insulin pump will be returned for analysis.